Manufacturer narrative:
Reliability analysis was unable to confirm needle complaint due to customer return only the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a potential sensor leak, stating a brown spot the size of the transmitter was on the customer's shirt. The customer reported blood at the site, and declined troubleshooting for blood at the site. The customer was advised to discontinue use of the sensor and to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.